Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) stored two untreated episodes showing diminished r-wave amplitudes and t-wave oversensing. Data from the remote monitoring system was reviewed by technical services. Upon review, technical services noted smart pass had disabled due to the small amplitudes, and noise oversensing was observed in the episode. The oversensing appeared to be related to a certain patient position, where the sense a node of the electrode might be closer to the device. It was noted both episodes were recorded around midnight. Technical services discussed atrial flutter could be observed in the secondary and alternate vectors, so recommended troubleshooting with patient maneuvers in the primary vector, as well as performing x-rays to evaluate system position. No adverse patient effects were reported. Additional information was received. About three years later, the patient received an inappropriate shock from the device for the same small r-wave amplitudes and oversensing of atrial flutter. The patient was hospitalized pending further evaluation. Twelve days later, the s-ICD system was explanted and replaced with a transvenous ICD system. No additional adverse patient effects were reported. The explanted products were expected to be returned for analysis.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) stored two untreated episodes showing diminished r-wave amplitudes and t-wave oversensing. Data from the remote monitoring system was reviewed by technical services. Upon review, technical services noted smart pass had disabled due to the small amplitudes, and noise oversensing was observed in the episode. The oversensing appeared to be related to a certain patient position, where the sense a node of the electrode might be closer to the device. It was noted both episodes were recorded around midnight. Technical services discussed atrial flutter could be observed in the secondary and alternate vectors, so recommended troubleshooting with patient maneuvers in the primary vector, as well as performing x-rays to evaluate system position. No adverse patient effects were reported.additional information was received. About three years later, the patient received an inappropriate shock from the device for the same small r-wave amplitudes and oversensing of atrial flutter. The patient was hospitalized pending further evaluation. Twelve days later, the s-ICD system was explanted and replaced with a transvenous ICD system. No additional adverse patient effects were reported. The explanted products were expected to be returned for analysis.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the oversensing and inappropriate shock therapy observed clinically.